Event description:
It was reported that the physician observed pacing spikes with no capture on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.